Manufacturer narrative:
A specific root cause was not identified. Based on the provided information, the cause of the discrepant results could include temporary foam or bubbles on the reagent surface, titled tubes from not using the recommended rack adapters in combination with wet tube walls, or fibrin clots or strands caused by insufficient pre-analytical handling. A general reagent issue is not suspected based on provided qc data.

Event description:
The customer stated that they received multiple low results for elecsys vitamin b12 immunoassay on (B)(6) 2017. These low results were not initially discovered until (B)(6) 2017. The data for 73 samples was provided. Of the data provided, 15 samples had the original tubes repeated as the technician noticed values of <30 pg/ml were being obtained. Of the 15 samples repeated, 3 results were a reportable malfunction. For sample 1 the initial vitamin b12 result was 33 pg/ml with a repeat result of 340 pg/ml. For sample 2 the initial vitamin b12 result was 37 pg/ml with a repeat result of 259 pg/ml. For sample 3 the initial vitamin b12 result was 32 pg/ml with a repeat result of 391 pg/ml. The repeat results were deemed to be correct. For the 15 samples that were repeated, their initial results were not sent outside of the laboratory. For the other 58 samples with low results, corrected reports with "unable to provide results" had to be sent out. There were no adverse events. The vitamin b12 reagent lot is 21015502 with an expiration date of 30-sep-2018. The customer stated that the problem has not occurred since the original date of event. Qc was performed later in the evening of (B)(6) 2017 and the data was acceptable. The customer believes the reagent pack might have been mishandled, but since the event was not discovered until a later date the reagent pack was exhausted and patient samples had been discarded. The field engineering specialist performed a performance check which failed. He also noted that the photomultiplier tube high voltage (pmt hv) was too high. He replaced the measuring cell as it was due for replacement soon, and he adjusted the pmt hv. He performed assay performance checks and mechanism checks which all passed. The customer performed calibration and qc which all passed.